Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2352700, model:sc-2352-70, serial:(B)(6), batch:7081801, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn:m365sc12320, model:sc-1232, serial: (B)(6), batch:754935, UDI: (B)(4).

Event description:
It was reported that following an implantable pulse generator (ipg) revision procedure (MFR. Report no.: 3006630150-2025-05415), the physician noticed an infection at the midline incision site that was not healing and may have attached to the system. Symptoms of redness and discharge were also noted. The patient was treated with antibiotics; however, the infection was not resolved. The physician believed that the infection was related to the device or procedure and decided to explant the whole spinal cord stimulator (scs) system. There were no reported complications postoperatively.

Event description:
It was reported that following an implantable pulse generator (ipg) revision procedure (MFR. Report no.: 3006630150-2025-05415), the physician noticed an infection at the midline incision site that was not healing and may have attached to the system. Symptoms of redness and discharge were also noted. The patient was treated with antibiotics; however, the infection was not resolved. The physician believed that the infection was related to the device or procedure and decided to explant the whole spinal cord stimulator (scs) system. There were no reported complications postoperatively.

Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.